Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's screen turned off and it started to beep and it resets all the information for date and time and then it works for a couple of hours but then it stopped working again. Troubleshooting was done for the display issue. Customer already received new battery cap but still had same issue with insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.